Manufacturer narrative:
The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of aneurysm located in the ophthalmic segment of the left internal carotid artery, the device did not open distally. It was reported that approximately 5 cm of the device was deployed and the device was resheathed two times. The physician decided to retrieve the device and microcatheter all together, by partially resheathing the device. A new device was used to complete the procedure successfully. No patient injury was reported.